Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Doctor wanted to begin drainage - missing safety valve on catheter. The blue emergency slide clamp was slipped over the catheter. Implantation date was around (B)(6) 2017. No patient harm. A new safety valve has been placed on the catheter.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. There was no sample provided for this complaint. The DHR (device history report) for this lot number (0000818108) does not indicate any known issues during manufacture or assembly. No sample was returned for this complaint so we are unable to determine the root cause of the reported failure mode (disconnected at the valve). The valves are installed on the catheter with a bead of glue between the valve and the tubing. Additionally, the tubing is a tight fit over the valve at the mating joint between the tubing and valve assembly. However, without a sample to evaluation, the investigation was not able to determine any probable root cause. Since the investigation was not able to identify any probable root cause, no corrective or preventive actions were identified for this complaint failure mode. This complaint will be added to the complaint management system and will be tracked/trended for future occurrences.